Manufacturer narrative:
The company rep examined the system and cleaned the board contacts and cable connectors. The system was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A nurse reported that the front screen shut down during a procedure and the equipment froze. The pt had already received local peribulbar anesthesia. The surgeon changed the procedure to an extracapsular cataract extraction (ecce) and the surgery was completed after a one hour delay. The reporter indicated that there was no harm to the pt.